Event description:
A report was received that the patient will undergo a revision due to pain at the pocket site and difficulty charging. The physician indicated that the ipg was too deep, tilted, and appeared to be pressing on the sciatica nerve.

Event description:
A report was received that the patient will undergo a revision due to pain at the pocket site and difficulty charging. The physician indicated that the ipg was too deep, tilted, and appeared to be pressing on the sciatica nerve.

Manufacturer narrative:
Additional information indicates that the physician moved the pocket higher to be more comfortable. The patient is reportedly doing well following the procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.